Event description:
The customer stated that he tested his blood glucose using his contour meter and gluco ab meter. The gluco meter read 110 mg/dl, while the contour read 220 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot his contour system. No product will be returned for evaluation. The meter was replaced at the customer's insistence.